Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported two days post implant that the right ventricular (rv) lead was dislodged, confirmed by chest xray. The physician attributed the cause to the rv lead being slightly pulled out when the sheath for the atrial lead was removed during the procedure. At the time, no abnormalities were noted in the data, so the slack in the lead was readjusted, and the procedure was completed. The rv lead was later repositioned and then replaced. No patient complications have been reported as a result of this event.